Event description:
It was reported by svc report that fowler was drifting with weight, the bumpers were missing exposing sharp edges, the siderail springs were missing causing the siderail to latch up intermittently. It was also found the breaks could not be engaged. No pt involvement or adverse consequences are reported.